Event description:
It was reported that this patient has implanted a competitor transvenous (tv) implantable cardioverter defibrillator (ICD) device system, which recorded low amplitude r-waves and high threshold and the patient has the subclavian vein occluded. The physician then decided to implant this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was not screened before the implant procedure, but the signals appeared appropriate in the device. The implant was reported to go well, however, the system impedance is observed below 30 ohms. A 10 joule shock was admitted showing a 29 ohms impedance, and then a 65 joule shock was admitted showing 27 ohms impedance, which are still within normal range measurements. It was also mentioned the patient possibly presents fluid behind the lungs. It was decided to send the patient home with the newly implanted s-ICD system programmed off and the chronic tv ICD programmed on. X-rays were performed and the patient is expected to be seen in-clinic again for follow-up. The s-ICD system remains implanted. No additional adverse patient effects were reported.